Event description:
Patient representative reported left side development of anaplastic large cell lymphoma, pain and tightness in breast, capsular contracture baker grade unknown, mental and emotional pain and suffering and severe emotional distress. Pathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, and lymphoma-alcl-suspected.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., b.6., g.1., g.3., h.6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to g3: initial mw was submitted with date 24mar2022. The actual aware date is 06may2021 all information has been submitted within 30 days of manufacturer awareness.

Event description:
Healthcare professional reported left side rupture, back pain, capsular contracture baker grade iii/IV, and seroma. 450cc of seroma was extracted for testing. Device was explanted and replaced.

Manufacturer narrative:
Initial medwatch submission noted lymphoma. Upon review of received pathology reports, allergan medical safety has determined that there is no malignancy.

Event description:
Pathology testing reported no malignancy, hence the device has been exonerated of lymphoma-suspected.